Event description:
It is reported that: pt is scheduled for revision surgery on (B)(6) 2012. MRI shows pt has a tumor and requires a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.